Manufacturer narrative:
Device avail for evaluation and returned to manufacturer date and device return to manufacturer? This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix, and a cut in the insulation 292 mm from the terminal pin. The cut is around the circumference of the lead. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Inspection of the lead tip and helix appeared intact and undamaged. Visual and microscopic inspections of the terminal pin assembly, lead body, and electrode tip, indicated the cathode coils were extremely stretched near the lead tip. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement and oversensing. Laboratory analysis concluded that the extremely stretched cathode coil is likely at a point where it is inhibiting the transmission of torque to the helix, therefore, the helix would not be able to be actuated.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Event description:
It was reported that this right atrial (ra) lead exhibited far-field r-wave oversensing. Boston scientific technical services (ts) reviewed the electrogram (egm) and indicated there could be a possible lead dislodgement as the atrial and ventricular signals do not line up when paced. Troubleshooting was performed and the ra had dislodged. Subsequently, a revision procedure was performed. The physician attempted to reposition the ra lead, however, the helix mechanism would not extend. The ra lead was explanted and replaced. No additional adverse patient effects were reported.